Event description:
It was reported that while using bd vacutainer® urine analysis preservative tube, the tubes have bubbles in them and appear to have been activated at some point. No report of adverse or injury. The following information was provided by the initial reporter: wed oct 18 08:23:06 utc 2023 - patient fields updated: hazard, injury or erroneous results? No. Hazard, injury or erroneous results details. Customer is reporting that item (B)(4), (B)(4), has bubbles in tubes and appear to have been activated at some point.

Manufacturer narrative:
H.6. Investigation summary: bd received 500 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for additive abnormality with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was not observed as all product specifications were met. The appearance of the spray coated additive in the tube is normal for material #: 364992. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. D.1. Device available for eval? : yes. D.1. Returned to manufacturer on : 24-oct-2023.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® urine analysis preservative tube, the tubes have bubbles in them and appear to have been activated at some point. No report of adverse or injury. The following information was provided by the initial reporter: (B)(6) 2023 - patient fields updated: hazard, injury or erroneous results? No hazard, injury or erroneous results details customer is reporting that item 364992, po 26795 and 26465, has bubbles in tubes and appear to have been activated at some point.